Event description:
New information received notes that the lead exhibited a recurrence of noise, and the noise was over-sensed. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.